Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow and infusion did not start. The folfusor contained 5-fu (concentration and volume unknown) and 0.9% saline (volume unknown). It was further reported that priming was performed, flow was verified, and the patient line was opened. The event occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.